Event description:
A wallstent biliary stent w/unistep plus was used during a biliary stent placement procedure in an adult female patient in 2008. According to the complainant, during the procedure, the stent would not deploy. They had it placed (the delivery system) where they wanted it and (the stent) would not deploy. They had some difficulty removing the stent (delivery system). They used a smaller stent (product and manufacturer unknown) to complete the procedure. There were no patient complications as a result of this event, and the patient's condition was reported as "ok" following the procedure.

Manufacturer narrative:
The event, as reported, did not reflect an MDR-reportable scenario; however, evaluation of the returned device, which was completed on may 02, 2008, revealed an MDR-reportable malfunction. This manufacturer report is submitted based on the evaluation results. Visual examination of the returned device revealed that some distal stent wires had perforated the outer sheath (see figure 1, page 3). The cause of the damage is unknown. The device history record (DHR) for the pertinent lot was reviewed; no anomalies were noted. A search of the complaint database revealed two additional complaints recorded for this lot (for the same failure more). The april 2008 15-month rx biliary stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.